Manufacturer narrative:
(Unit of measure - weight): (B)(6). Medwatch number is (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with anesthesia procedure performed on (B)(6) 2021. It was reported that during the procedure, the trip wire got wrapped around the outer hand piece and the device was not able to be assembled properly as the trip wire was caught. The endoscope and device were removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: photos of the complaint device were provided by the complainant showing the handle assembly with the trip wire wrapped around the spool and trip wire slot of the handle assembly. It was also observed that the slack was not removed and trip wire was not properly secured in the handle slot. Additionally, the suture was detached from the ligator head and attached to the trip wire.